Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6)2020, the patient had atrial flutter event during hospitalization. Event resolved on (B)(6)2020 with starting amiodarone.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. It was reported that on (B)(6) 2020, the patient had an atrial flutter event during hospitalization. The event reportedly resolved on (B)(6) 2020 after starting antiarrhythmic medication. The event was reportedly not device related. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia. No further information was provided. The manufacturer is closing the file on this event.